Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl, 240 mg/dl, and 324 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl, 240 mg/dl, and 324 mg/dl.